Event description:
Complainant alleges that they used the mobile heat therapy on their hip and after wearing the product for about 4 hours they felt pain and removed it, noting a burn. They sought medical attention and were diagnosed with a third degree burn on upper thigh.